Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a catheter was physically investigated. During physical investigation, the test guide wire went through with slight resistance. Due to the blockage the catheter needed to be flushed. After flushing aspiration test was performed, and nominal aspiration level was achieved. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (mcw; dqx), g2, g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 76-years-old female patient underwent a thrombectomy and atherectomy procedure using the rotarex device. During the procedure, the rotarex device allegedly failed to prime on the first attempt and clutched out multiple times. It was replaced and the treatment was successfully completed. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. D2b (mcw;dqx) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 76-years-old female patient underwent a thrombectomy and atherectomy procedure using the rotarex device. During the procedure, the rotarex device allegedly failed to prime on the first attempt and clutched out multiple times. It was replaced, and the treatment was successfully completed.